Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd rn stated that after completing hemodialysis for a month the patient's pd catheter was reinserted and the patient continued continuous cyclic peritoneal dialysis (ccpd). The fmc associate medical director agreed with the clinical investigation's conclusion that there was no information to reasonably suggest that the device caused or contributed to the event. There was no reported large drains or overfill events. Pd catheter leaks and exit site infections are common adverse effects of peritoneal dialysis. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported catheter exit site infection. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) nurse (rn) requested to have the liberty cycler replaced as a precautionary measure due to the patient having an infection. During a follow-up call the pdrn stated that the patient had a catheter tunnel infection. The patient first experienced symptoms in (B)(6) 2011. The patient had a ultrasound that showed that fluid had collected around the exit site. On (B)(6) 2012 the patient developed a tunnel infection and the patient's pd catheter was removed. The patient continued therapy on hemodialysis for a month.